Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.